Event description:
This is in regards to multiple problems experienced with the product: "tkmd safety needle 25gx1", ref: tksn-006, sku: n-2510, lot: 20210223, exp: 2026-02-23, manufacturer: anhui tiankang medical technology co., (B)(4)." The first incident occurred last month where the safety device (a shield that clicks into place) fails to move when ordinary force is applied to it, resulting in a needlestick injury to the immunizer as it twisted out of the luer-lok. The second incident occurred today, when tightened onto the luer-lok the needle again came loose during administration of the vaccine resulting in some loss of vaccine. FDA safety report ID # (B)(4).